Manufacturer narrative:
Findings: unit passed displacement test, rewind, off no power test, error test and self test. Unit alarmed during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked case, stained end cap sticker and partially broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.